Manufacturer narrative:
Continuation of d10: product ID 8781 lot# unknown. Product type catheter product ID 8780 lot# 0223037336 implanted: (B)(6)2022 partially explanted: (B)(6)2023 product type catheter product ID 8780 lot# 0223037336 implanted: (B)(6)2022 partially explanted: (B)(6)2023 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The event of pocket swelling and cerebrospinal fluid (csf) leak had been resolved by re-operation by surgeon on (B)(6) 2023. An incision at spinal site was made, and a new catheter model 8781 was inserted while the old one model 8780 spinal segment was cut and removed. The remaining of 8780 spinal segment was connected with a new model 8781 catheter. During the process they found csf leak from spinal bone around incision site which they suspected was from old spinal cord stimulator (scs) lead remove procedure. It was noted that the patient had scs system removed before the pump was implanted. The new pump catheter insert procedure was a success with no complication. A spinal blood patch procedure and bio-glue were used for stop csf leakage. After the procedure and drug optimization, the patient¿s pain was well control.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine of an unknown concentration at an unknown dose rate via an implantable pump. It was reported that there was a case of catheter migration with synchromed pump. The surgeon planned to revise only spinal segment but the pump segment-spinal segment connection was located at pocket site. They didn't want to open the pocket. They only wanted to replace with a new spinal segment catheter by connecting it with the old spinal segment catheter. They planned to remove old spinal segment from spinal, then cut it and connect with the new spinal segment with collet. They were questioning if this was possible to do or if there were any concerns/recommendations for this case. The length of cutting segments were included in their concern for a prime bolus. The old catheter model was 8780 with the 8637-20 pump. They planned to replace with a model 8781 catheter with a catheter connecter not pre-attached. Additional information was later received from a foreign healthcare provider via a company representative on 2023-jan-27. The patient experienced pocket swelling after about 2 weeks post-op. The date (B)(6) 2022 is considered an approximate date of event (specific month and year known only). On (B)(6) 2022, the pump pocket wound was opened to remove some fluid. A pump roller study showed normal pump function. A catheter dye study was also performed on (B)(6) 2023 due to the patient having reported loss of pain therapy for a few weeks despite having increased the dose of morphine several times. The dye study revealed an intact catheter. The healthcare provider suspected the catheter tip was outside of intrathecal space. An epidural blood patch was performed with an aim to stop cerebrospinal fluid (csf) leakage. The onset / date of event regarding the catheter having migrated was (B)(6) 2023. Factors that might have caused or contributed to the catheter having migrated were unknown. A catheter revision was planned, but a date was not yet confirmed. Regarding if the event had resolved, it was noted that this was to be determined. It was to be determined if the device would be returned to the manufacturer. The patient¿s age at the time of the event was 54 years and 2 months. The patient¿s weight at the time of the event was unknown.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# unknown serial# product type catheter product ID 8780 lot# (B)(4) serial# implanted: (B)(6) 2022 product type catheter product ID 8780 lot# (B)(4) serial# implanted: (B)(6) 2022 product type catheter . Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2023, UDI#: (B)(4); product ID: 8780, serial/lot #: (B)(4), ubd: 28-jul-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare provider via a company representative. The portion of catheter that was explanted was discarded by the healthcare provider.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.